Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of the event was unknown. On unreported date(s), the patient was treated with unspecified antibiotics (route, medication, dosage, frequency, and duration not reported) for the peritonitis. Dianeal therapy was ongoing. The patient was recovered from the peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The patient experienced the peritonitis on an unreported date sometime in or after (B)(6) 2016. The peritonitis was manifested by abdominal pain and cloudy peritoneal dialysis effluent. On unreported dates, the patient was hospitalized for the event for three to four days and the patient began treatment for the peritonitis with unknown medications (doses, frequencies and routes not reported) for around 20 days. On an unreported date, the patient was transferred to another local hospital (further details not reported). On an unreported date, the patient was treated with unspecified medications (doses and frequencies not reported) intraperitoneally (added into pd solution) for peritonitis. At the time of this report, the peritonitis was resolved, the patient was recovered from the event, and dianeal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.